Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an unspecified error message and a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that both meter issues began on (B)(6) 2013, between 11pm and midnight. The patient informed the cca that he manages his diabetes with oral medication(s), diet and/or exercise. The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issues. However, the patient reported developing symptoms of ¿sweating, off balance and incoherent¿ 2-3 hours after the meter issues began. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was able to test with the subject meter successfully without obtaining an error message. The cca also noted that the patient had not replaced the subject meter¿s battery as recommended in the owner¿s booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. These complaints are being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the meter error and battery indicator icon appeared.